Manufacturer narrative:
The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to manually crush a stone less than 2 cm. However, the handle cannula was found bent. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to manually crush a stone less than 2 cm. However, the handle cannula was found bent. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a040609 captures the reportable event of handle cannula kinked. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was kinked. The basket did not present any issues. The side car was observed push backed 1.5mm, which is out of specification. Functional inspection was performed and resistance was felt due to the kink of the handle cannula. No other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that user manipulation, some technique applied during procedure, and/or even tortuous anatomy could have contributed on causing resistance during the opening of the basket. It may have taken the user to apply an extra force that resulted in kinking the handle cannula. It is possible that the technique performed during these conditions caused the side car rx to push back. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.